Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was damaged. The device had planned to be used for a percutaneous transhepatic biliary drainage. However, when attempting to place the device after inserting the trocar, a possible crack was observed at the distal tip of the catheter. Therefore, the device was not used, and the procedure was completed using an unspecified 8.5 fr drainage catheter. The user commented that the timing of the crack occurrence is unknown, possibly occurring when the assistant inserted the trocar. However, it did not appear by the user to be consistent with typical damage caused during such handling. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje h3 - device evaluated by mfg.: device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.